Event description:
The manufacturer received information that the trilogy evo device was unable to operate and had a ventilator inoperative alarm while in use. The patient's family began using an ambu bag on the patient. There was no harm or adverse health effects to the patient. The device was replaced. The device was returned to a service center for evaluation. The evaluation confirmed that the ventilator inoperative alarm occurred once the power was turned on. Additionally, a ventilator inoperative error code e155 (evt_mach_flow_drift_high) was found in the error log. This error indicated that machine flow sensor drift above the specification (>0.2lpm). The flow sensor was replaced to address the issue. The final test, battery check, valve check, run in tests were performed and cleaning and confirmed the unit operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00.based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. No further action is required.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.